Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that a non- smith and nephew clamp had been used to attach an air nozzle to an air hose attached to the footswitch. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba itself. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The unit also failed the 50 pound weight test. The piston migration was at 3.25 inches, which is indicative of hydraulic fluid loss. The complaint of was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston.

Event description:
It was reported that the positioner arms don't get fixed well. When pressed, the spider's arm falls down. No case reported; therefore, there was no patient involvement.